Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 006 alarm occurred. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2019 with the following findings: there were no alarms related to the complaint recorded in the black box data or pump alarm history. On investigation, the pump powered on to a call service 0006 alarm, which prevented further testing of the device. The call service 0006 alarm was found to be the result of a cracked internal memory component.